Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated therapy and pressure testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaks were observed after therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.